Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, upon introduction into the skin, the trocar sheath bent and cracked but stayed attached. Instead of poking the skin with the plastic needle, the physician made an incision into the skin to pull the mesh through. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly